Manufacturer narrative:
(B)(4). The sample is not available for evaluation as it was discarded, therefore, baxter cannot determine the root cause.

Manufacturer narrative:
(B)(4). This report for a system error 2240 was not confirmed due to unavailable sample, therefore, a root cause could not be determined. A batch review was not performed due to unknown lot number. The results of a label review revealed adequate labeling for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's (B)(4) reported receiving system error 2240 (air in line) on the homechoice (hc) machine during drain. The home patient (hp) states she accidentally disconnected herself from the hc. The hp thought her therapy had ended and she has already cycled the power to clear both alarms. The technical service representative (tsr) explained the alarm and advised the hp to discard supplies and either finish with manuals or start over with new supplies. (B)(4) contacted the nurse on (B)(6) 2010 regarding the alarm. The nurse stated that she was aware and the hp is resuming therapy successfully without any further complications. There was no patient injury or medical intervention reported.